Event description:
Additional information was received. It was reported that the physician stated that catheters were supposed to be changed every 14 years. The physician was initially going to replace the catheter, but later stated that it didn¿t need to be replaced. Five weeks later, the patient was in withdrawal. It was noted that, during the dye study, the catheter was seen to be fine.

Manufacturer narrative:
Product ID: 8709, lot# l81634, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4) final analysis of the catheter found a hole caused by the metal pin of the pump connector poking through. The hole and leak were found during pressure testing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was attributed to the catheter, it was noted that the issues was ¿unclear, but very slow csf (cerebrospinal fluid) flow ¿partial occlusion¿ at the distal segment. A catheter revision was done (B)(6) 2013. The symptom related to the event was increased spasticity. It was unknown if the patient required hospitalization as a result of the event. The patient outcome was noted as recovered without sequelae.

Event description:
It was reported that the patient started having signs and symptoms of baclofen withdrawal including increased spasticity and itching. On the next day, the patient went into the clinic for evaluation. Lateral x-rays were taken and both a catheter dye study and rotor study were performed. All tests were negative. Additionally, a bolus was programmed, but there was no response by the patient. The catheter was explanted and replaced on the day after that. When the catheter was disconnected from the pump, there was sluggish retrograde flow of cerebrospinal fluid. A single bolus was programmed and fluid was observed at the pump exit port. At that time, the pump was connected to the newly implanted catheter. It was noted that hospitalization was required as a result of the event. The device system was delivering gablofen.